Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was just sitting and reading at the time of the event. The subcutaneous pulse generator and electrode have been abandoned and replaced with a transvenous system. There were no additional adverse patient effects.